Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 450 mg/dl. Customer stated act and esc buttons are not working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with syringe and now she is feeling fine. Customer was advised to monitor pump and offered troubleshooting for high blood glucose but declined.

Manufacturer narrative:
The insulin pump was received with no button response act and escape buttons due to lcd keypad connector unlocked however, the buttons responded after locking. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test, rewind due to button keypad anomaly. The insulin pump passed idle current test. No audio beep or high pitch noise anomaly noted. The insulin pump had minor scratched display window.